Event description:
It was reported to medtronic minimed that the customer experienced issues with sensors and pump stopped working. Also, customer reported unable to pair pump with meter and sensor. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was partially performed for device unable to pair with pump. Troubleshooting was not performed for pump stopped working. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device returned. Mmt-397a and mmt-332a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. The pump passed the self-test, active current measurement test, and sleep current measurement test. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump also successfully communicated and paired with accu-chek meter and no unexpected anomalies were noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for battery power loss were not confirmed when the baat tool concluded customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Additionally, customer allegations with no communication between pump, meter, and transmitter were not confirmed when the pump successfully communicated with both the meter and transmitter during testing. Overall, unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.